Event description:
It was initially reported that the pt experienced a change in therapy effect with the following symptoms: lightheadedness, flu-like symptoms, seizures, stiffness and insomnia. The symptoms were occurring intermittently and were noted during normal refill cycle. The pt was home in fair condition at the time of this report. It was later reported that the healthcare professional was uncertain of the cause of the event - "pump was approaching end of life". The pt was scheduled to see neurosurgery; "expect pump replacement shortly after that". The pt had experienced increased and varying tone. The drug delivered was lioresal and the dose was increased from 240mcg/day to 256mcg/day; "improved". The pt outcome was recovered without sequelae. It was later reported that the pump was replaced due to battery depletion; pt recovered without sequela.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed high battery resistance. The battery resistance waveform test showed a high resistance of 1546 ohms. The pump logs revealed nothing to note while the pump was in the field. Final device analysis of the catheter revealed a broken catheter. An abrasion and a break on the catheter were noted 19.4 cm from the distal tip. The returned catheter segment included 68.8 cm distal segment to the distal tip.